Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of revk0230 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the rubber material used by hemostar cvc on the two ports outside the patient's body has memory from the clamps. When the clamps were applied between dialysis treatments (usually two days) the rubber material allegedly keeps the memory of the clamp and does not go back to its original round shape when unclamped. It remains collapsed, flat and narrow. This causes reduction and restriction in blood flow through the ports of the cvc, in turn causes reduction in pump speed used in dialysis. Resulting in reduction in clearance in the dialysis treatment of the patient. The rubber/plastic used to make the two ports should not keep the memory of the clamps. For this patient, there were many dialysis runs that required reversing the two ports, resulting, reduces clearance of those dialysis runs.